Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient an intermittent out of range signal that occurred on (B)(6) 2015. It was further reported that the patient was using two receivers simultaneously, for two weeks, for testing purposes. Patient stated that one receiver continuously displayed an out of range signal and the other receiver worked all the time. At the time of contact, the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).